Event description:
The biopince¿ ultra full core biopsy instrument did not obtain a sample with the first pass. Manufacturer response for biopince biopsy device, biopince (per site reporter). They are trying to fix the issue.